Event description:
It was reported a balloon ruptured on the first inflation at approximately five atmospheres during an iliac stent placement procedure of a highly calcified lesion. During withdrawal of the balloon catheter resistance was encountered. It was noted this balloon was hung up on the stent and a portion of the balloon material detached on the stent and remained in the pt. Successful surgical retrieval of the balloon material followed without incident. The stent procedures was successfully completed with this unit. The pt's condition is fine. The device was received, evaluated, and retained by this MFR. The distal portion of the balloon material was missing and not returned for evaluation. The distal radiopaque marker had moved to the distal tip of the catheter shaft. No impression was noted on the shaft at the original radiopaque marker site. There is 17mm of balloon material remaining at the balloon's proximal end. No remnant of sleeve at the distal bond was noted. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Deployment of a stent may result in contact with a surface that could damage the balloon material. Co's follow up indicated the lesion was highly calcified and resistance was encountered upon withdrawal of the balloon catheter. Therefore, co believes these factors contributed to this event and do not attribute it to the device. Co's direction for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.